Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors including, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, patent anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. If the balloon experiences mechanical damage, this may cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Possibly the balloon material was damaged during interactions with other devices, the tortuous and calcified lesion or the implanted stent, and the balloon ruptured upon inflation during the procedure. A definitive cause for the balloon rupture cannot be determined, but there is no indication of a product quality deficiency.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that after another company's stent was deployed, post-dilatation was performed with the voyager nc. However, during the first inflation, the balloon had ruptured at 12 atm. Another company's 3.0x8 mm balloon was used to complete the procedure. The lesion was reported to be mildly tortuous, mildly calcified and 75% stenosed. No patient effects were reported. No additional information is available.